Event description:
Pt attempted to infuse medication using curlin cms 4000 pump and curlin administration set item # 340-4128, lot # cf 1218107. Infusion failed. Repeated attempts with the same lot # of this item also failed. When a different lot # was used, the infusion completed successfully - ruling out a pump malfunction.